Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. In further full review found one no delivery alarms in the pump history on 07/30/2024 at 23:17:00.000. Pump primed properly and no unexpected no delivery alarm/insulin flow blocked during testing. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (23.0 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with serial number label missing, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. In summary, pump passed required testing. Customer alleged for issue on the priming process was not confirmed. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump was not able to rewind and lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7020a, mmt-7841zn. Troubleshooting was performed and confirmed transmitter serial number was programmed in manage devices screen. Reported event was resolved by inserting a new sensor. No harm requiring medical intervention was reported. The customer will discontinue to use the device and mmt-1884 was requested, and customer response was the device will be returned. No product return is required for mmt-7020a. No product return is required for mmt-7841zn.